Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (66 mg/dl). Reportedly, customer is working with their health care professional on adjusting pump settings. Customer drank juice to stabilize bg levels. Customer stated their health care professional adjusted their pump settings, and the reported low bg issue resolved.